Event description:
Boston scientific received information that the patient with this device system was presented with a beeping device. Upon interrogation, a short circuit condition was displayed. Additionally, the device battery was depleted to a point when lead measurements could not be performed and the device was currently in vvi mode with a charge time measurement of 45 seconds. A revision procedure was to be performed to explant the device and right ventricular (rv) lead. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that fluoroscopy revealed an rv lead fracture at the subclavian area. A revision procedure was performed. The device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.